Manufacturer narrative:
Batch review performed on 08.11.2021. Lot 2011120: (B)(4) items manufactured and released on 15-dec-2020. Expiration date: 2025-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event.

Event description:
At 3 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.